Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted suddenly from 50% to 1% and subsequently shut off. Customer reported blood glucose (bg) level was 454 (mg/dl). A manual injection was delivered to address bg level. Review of pump history with the customer showed the pump battery depleted from 80% to 15% within 4 days. Reportedly the customer will continue to use the pump until the replacement pump is received.